Event description:
Approximately two months after implantation, it was reported that the patient experienced "electrical fault" alarms. The heartware® field service engineer visited the site. Visual inspection of the driveline connector revealed contamination. A cleaning procedure was performed. It was reported that the patient tolerated the pump off time and there was no reported patient injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted. The controller was returned for evaluation. The controller passed all functional tests but failed visual examination which revealed contamination within the controller driveline connector. Review of the controller log files revealed multiple electrical fault and stator reactivation request events. Log files show that the alarms were intermittent and self-cleared, which correlates with driveline port contamination as the cause of the fault. A cleaning procedure was successfully performed to mitigate and remediate the conditions reported under the event. The most likely root cause of the electrical fault is a contaminated driveline port, which resulted in a partial connection between the driveline and the controller. The confirmed malfunction is related to the reported event. An internal investigation of these types of events found possible contamination sources to be biological material, antibiotics, dextrose solution, or saline. Implementation actions from internal investigation (CAPA) included distribution of a technical bulletin, which detailed recommended steps for ensuring the integrity of the connection between the driveline and controller.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.